Event description:
It was reported by the attorney that in 1999 the plaintiff underwent surgery for the excision of a cyst in the right thigh. During the procedure, closure was attained using vicryl sutures. The attorney alleges that following the surgery the plaintiff developed an infection at the suture site, requiring pt to undergo surgical and medical procedures, and a substantial scar to the leg.